Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.

Event description:
It was reported the customer experienced a low blood glucose (bg) level of 52 mg/dl; cause was unknown. Customer consumed carbohydrates to address bg. A system check was performed, and it was found that the customer was using off label insulin (u500) within the pump supplies. Recommendation was made to consult with a healthcare provider regarding diabetes management.